Manufacturer narrative:
There was no donor involved in the incident. On june 01, 2019 the pcb was received by haemonetics for evaluation, based on visual inspection the reverse side j18 of the ic pcb was burnt.

Event description:
On may 29, 2019 haemonetics was notified of a fan not working on a nexsys pcs system.